Event description:
After an undetermined amount of iab therapy, a balloon leak was noted via blood in the tubing. No patient injury or further complications occurred as a result of this event. No further details or patient information is available.